Event description:
It was reported that the system had multiple errors which prevented it from booting up or make x-rays. This prevented the system from being usable, resulting in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated. The batteries and the hard drive were replaced and the cine drive was formatted during the service call. The system was tested and found to be working as intended and put back into service.